Manufacturer narrative:
Quality-safety evaluation of ptc received on 06-sep-2016: the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Company causality comment: this spontaneous case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and presented to the emergency room of a hospital in the following day, when a computerized topography scan was performed and showed a uterine perforation. She was treated with hospital observation and antibiotics for infection. These events are serious due to medical importance and listed in the reference safety information for essure. Uterine perforation is a potential complication of essure use and occurs mostly during difficult insertions. In this case, the physician failed to properly place one of the coils in the fallopian tubes. Thus, considering the close temporal relationship and the fact the event probably occurred associated to placement procedure, causal relationship with essure use cannot be excluded in addition, essure device may become a vehicle for microbial transport in the upper genital tract during insertion. In this case, limited information was provided. Nevertheless, considering the infection was found in the following day from placement procedure, causality with essure use cannot be excluded and since a medical intervention (observation and antibiotics) was required, this case is regarded as incident. Non-serious events were also reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of an adult female plaintiff in united states on 06-aug-2016 who had essure (fallopian tube occlusion insert) inserted for permanent birth control on (B)(6) 2014. On (B)(6) 2014, while in the physician's office, the physician failed to properly place one of the coils in the plaintiff's fallopian tubes. Plaintiff left her physician's office and presented to the emergency room of a hospital the very next day ((B)(6) 2014), when a computerized tomography scan was performed and showed a uterine perforation with hepatomegaly and ascites in the abdomen of plaintiff. She was treated with hospital observation and antibiotics for infection. Plaintiff has had to find an alternative form of permanent birth control. Plaintiff retains the misplaced coil which migrated to and embedded in her abdomen, causing her pain and constant anxiety. Company causality comment: this spontaneous case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and presented to the emergency room of a hospital in the following day, when a computerized topography scan was performed and showed a uterine perforation. She was treated with hospital observation and antibiotics for infection. These events are serious due to medical importance and listed in the reference safety information for essure. Uterine perforation is a potential complication of essure use and occurs mostly during difficult insertions. In this case, the physician failed to properly place one of the coils in the fallopian tubes. Thus, considering the close temporal relationship and the fact the event probably occurred associated to placement procedure, causal relationship with essure use cannot be excluded. In addition, essure device may become a vehicle for microbial transport in the upper genital tract during insertion. In this case, limited information was provided. Nevertheless, considering the infection was found in the following day from placement procedure, causality with essure use cannot be excluded and since a medical intervention (observation and antibiotics) was required, this case is regarded as incident. Non-serious events were also reported. Technical analysis has been requested. Further information will be obtained through litigation process.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 7-dec-2016: report received from additional lawyers, event term "uterine perforation" specified to "uterine perforation during placement of essure", new event "severe periodic abdominal pain" added. Company causality comment: this spontaneous case report received from a lawyer on behalf of an adult female plaintiff who had essure inserted and presented to the emergency room of a hospital due to abdominal pain, when a computerized tomography scan was performed and showed a uterine perforation (upon follow-up receipt, event was updated to uterine perforation during essure placement / essure became dislodged and embedded in her abdomen). She was treated with hospital observation and antibiotics for infection. These events are anticipated in the reference safety information for essure. Uterine perforation is a potential complication of essure use and occurs mostly during difficult insertions. In this case, the physician failed to properly place one of the coils in the fallopian tubes. Considering that the event occurred associated to placement procedure, a causal relationship with essure use cannot be excluded. In addition, essure device may become a vehicle for microbial transport in the upper genital tract during insertion. In this case, limited information was provided. Nevertheless, considering the infection was found in the following day from placement procedure, causality with essure use cannot be excluded and since a medical intervention (observation and antibiotics) was required, this case is regarded as incident. Non-serious events were also reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine perforation during essure placement / essure became dislodged and embedded in her abdomen/perforation (uterus)"), infection ("was observed in the hospital and was given intravenous antibiotics for infection/infection; presumptive diagnosis due to puncture") and genital haemorrhage ("abnormal bleeding (general)") in a 39-year-old female patient who had essure (batch no. B97489) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "physician failed to properly place one of the coils in the fallopian tubes" on (B)(6) 2014 and device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included irritable bowel syndrome, jaw fracture and vaginal infection. Concurrent conditions included bloating and hepatomegaly. Concomitant products included medroxyprogesterone (depo provera) since 2011 and nabumetone from 2012 to 2016. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and infection (seriousness criteria hospitalization and intervention required). On 25-jul-2014, the patient experienced ascites ("ascites in the abdomen") and hepatomegaly ("hepatomegaly"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe periodic abdominal pain") and anxiety ("constant anxiety due to having a foreign body in her abdomen"). The patient was treated with antibiotics. Essure treatment was not changed. At the time of the report, the uterine perforation, abdominal pain and anxiety had not resolved and the infection, genital haemorrhage, ascites and hepatomegaly outcome was unknown. The reporter considered abdominal pain, anxiety, ascites, genital haemorrhage, hepatomegaly, infection and uterine perforation to be related to essure. No further causality assessment were provided for the product. The reporter commented: plaintiff stated essure poked a hole in my uterus and there is a coil floating around in my stomach diagnostic results: gynaecological examination after insertion on 24-jul-2014: uterine perforation, essure became dislodged on (B)(6) 2014: computerised tomogram scan uterine perforation with hepatomegaly and ascites in the abdomen. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine perforation during essure placement / essure became dislodged and embedded in her abdomen/perforation (uterus)"), infection ("was observed in the hospital and was given intravenous antibiotics for infection/infection; presumptive diagnosis due to puncture") and genital haemorrhage ("abnormal bleeding (general)") in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included irritable bowel syndrome, jaw fracture and vaginal infection. Concurrent conditions included bloating and hepatomegaly. Concomitant products included nabumetone from 2012 to 2016. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, infection (seriousness criteria hospitalization and intervention required) and device deployment issue ("physician failed to properly place one of the coils in the fallopian tubes"). On (B)(6) 2014, the patient experienced ascites ("ascites in the abdomen") and hepatomegaly ("hepatomegaly"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe periodic abdominal pain") and anxiety ("constant anxiety due to having a foreign body in her abdomen"). The patient was treated with antibiotics. Essure treatment was not changed. At the time of the report, the uterine perforation, abdominal pain, device deployment issue and anxiety had not resolved and the infection, genital haemorrhage, ascites and hepatomegaly outcome was unknown. The reporter considered abdominal pain, anxiety, ascites, device deployment issue, genital haemorrhage, hepatomegaly, infection and uterine perforation to be related to essure. The reporter commented: plaintiff stated essure poked a hole in my uterus and there is a coil floating around in my stomach diagnostic results: gynaecological examination after insertion on (B)(6) 2014: uterine perforation, essure became dislodged on (B)(6) 2014: computerised tomogram scan uterine perforation with hepatomegaly and ascites in the abdomen. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received. New events added- abnormal bleeding (general) and did not undergo an essure confirmation test. ¿essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine perforation during essure placement / essure became dislodged and embedded in her abdomen/perforation (uterus)"), infection ("was observed in the hospital and was given intravenous antibiotics for infection/infection; presumptive diagnosis due to puncture") and genital haemorrhage ("abnormal bleeding (general)") in a 39-year-old female patient who had essure (batch no. B97489) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included irritable bowel syndrome, jaw fracture and vaginal infection. Concurrent conditions included bloating and hepatomegaly. Concomitant products included medroxyprogesterone (depo provera) since 2011 and nabumetone from 2012 to 2016. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, infection (seriousness criteria hospitalization and intervention required) and device deployment issue ("physician failed to properly place one of the coils in the fallopian tubes"). On (B)(6) 2014, the patient experienced ascites ("ascites in the abdomen") and hepatomegaly ("hepatomegaly"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe periodic abdominal pain") and anxiety ("constant anxiety due to having a foreign body in her abdomen"). The patient was treated with antibiotics. Essure treatment was not changed. At the time of the report, the uterine perforation, abdominal pain, device deployment issue and anxiety had not resolved and the infection, genital haemorrhage, ascites and hepatomegaly outcome was unknown. The reporter considered abdominal pain, anxiety, ascites, device deployment issue, genital haemorrhage, hepatomegaly, infection and uterine perforation to be related to essure. The reporter commented: plaintiff stated essure poked a hole in my uterus and there is a coil floating around in my stomach diagnostic results: gynaecological examination after insertion on (B)(6) 2014: uterine perforation, essure became dislodged on (B)(6) 2014: computerised tomogram scan uterine perforation with hepatomegaly and ascites in the abdomen. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: concomitant drug and lot number added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.